Event description:
Customer's daughter reported via phone call that customer had low blood glucose of 50 mg/dl, which was treated with a bolus delivery. It was reported that customer was eating less due to teeth extraction and basal was not adjusted which is what may have caused low blood glucose. Troubleshooting could not be performed as customer was not with caller.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.